Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austria it was reported that the patient experienced insulin flow blocked alarm due to bent cannula and patient eventually got hospitalized on (B)(6) 2025 and eventually shifted to emergency room due to hyperglycemia and ketoacidosis. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was more than 600 mg/dl at the time of hospitalization and the patient got treated with insulin shot. No further information available.